Event description:
It was reported that the customer was hospitalized due to high blood glucose levels greater than 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the bolus wizard settings. Advised the customer to contact his hcp for those settings. The customer also reported that the cannula had blood when the infusion set was removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.